Event description:
Staff nurse was unknowingly exposed to glutaraldehyde at work place for 1 yr. Nurse has "mcs" due to exposure. She missed 16 mos of work over a 21 month period due to symptoms and problems associated with this product.